Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was sticking, causing repeated inputs that made the screen behave erratically and resulted in delays during login. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no visible issues with the keyboard; however, based on the customer¿s reported intermittent sticking issue, the keyboard was proactively replaced to prevent further disruptions. Post-replacement, all keys were tested and confirmed to be functioning properly with no sticking or input delay observed. The system functioned as intended after the field service engineer repaired the device.